Manufacturer narrative:
Concomitant products: product ID 3389-40, lot# j0519705v, implanted: (B)(6) 2005, product type lead; product ID 3389-40, lot# j0519705v, implanted: (B)(6) 2005, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 64002, lot# n364455, implanted: (B)(6) 2013, product type adapter. (B)(4).

Event description:
It was also reported when the patient was turned down the patient "can't talk right".

Event description:
It was reported that the patient fell and hit his head about 2 weeks prior to the report and had a loss of therapeutic effect since the fall. The patient felt a needle sensation going down his arm and his tongue was not working right. The patient¿s eye would shut as well. The patient had not had his device checked since the fall. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).